Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis used in this event: lumbar spinal canal stenosis.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent oblique lateral interbody fusion(olif) at l2/3/4/5. Intra-op, flex arm could not fixed firmly while tightening performed. There was no obvious abnormality in appearance except for some discoloration around the lever of the upper arm. Even if the lever of the lower arm was fully tightened, the lower arm could not be fixed. The upper arm moves smoothly and could be fixed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information received: product analysis results: visual inspection did not reveal any damage to the flex arm. Functional inspection confirmed the big knuckle will no longer tighten. The handle screw appears to be stripped. The screw will no longer engage and thread in. If information is provided in the future, a supplemental report will be issued.